Manufacturer narrative:
Catheter: model # 8598a, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8591 catheter passer: lot # d13565, implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Event description:
It was reported that the patient experienced erythema along the incision site of the pump pocket. It was believed to be due to staple irritation. The patient was treated with clindamyacin 300mg qid for 7 days. The severity was noted as mild and the outcome was noted to be resolved without sequelae. The pump was used to deliver morphine.